Manufacturer narrative:
Additional was received indicating the device was reprogrammed and no further anomalies have been reported. The patient will continue with normal follow up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a high out of range pacing impedance measurement leading to a right ventricular (rv) lead safety switch on another manufacturer's lead. The patient had a polyp removed at the time of the high impedance measurement. The rv lead was then noted to have exhibited noise following the lead safety switch. Troubleshooting recommended performing isometrics and pocket manipulation to determine the cause of the reported observations. No adverse patient effects were reported.